Event description:
It was reported a tip broke off on an optiplast catheter while it was being removed from the sheath. A namek inflation device was used to inflate the device. The doctor had to go in with a teratola device to retrieve it. No patient injury was reported.